Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported: " it is reported the customer underwent a left ankle replacement on (B)(6) 2012 where a stryker star ankle was implanted. It¿s further alleged that the customer began to experience pain. This resulted in revision of the star implant on (B)(6) 2017 and an additional revision on (B)(6) 2021. "